Event description:
It was reported, that the patient complained about a loud popping sound followed by static on november 13, 2005, while turning on the speech processor. Telemetry testing resulted in poor coupling and "--" for the impedances, the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report. Correction: this report has accidentally been sent with and already used number (9710014-2005-00287).